Event description:
It was reported that the tunneling tool's plastic obturator fractured during tunneling. The tip of the obturator retained within the patient. An attempt was made to retrieve the foreign body; however, they could not identify the piece without extensive dissection. The physician opted to abandon the obturator tip following the attempt. There were no patient symptoms/injuries related to this event. The pump system was being used to deliver gablofen.

Manufacturer narrative:
Product ID: 3655-38 lot# n315885, product type accessory product ID: 8781 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).